Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned and insufficient clinical information was provided device in wrong position: the cause of the issue was not established as insufficient clinical information was provided

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 54 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent prior to the pump placement. The underlying medical history was not shared. The pump was supporting when on day 2 of the support there was an observation made of hemolysis. The urine color had changed and the labs were hemolyzing. The team attempted to troubleshoot by assessing pump position and observed the pump was deeply positioned. The pump was repositioned and pump remained on for support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
D4: corrected the catalog number and serial number.